Event description:
Event reported as parplegia. On (B)(6), the thoraflex hybrid device was used for open stent grafting. Although the procedure was completed successfully, it was discovered that the patient had developed complete paraplegia after recovering from anaesthesia. The patient has not yet recovered. Physician's comment: I believe that the cause of the event is due to the fet procedure, and the causality with the device is unclear. This report is being submitted as initial/final for manufacturing report number 9612515-2025-00094 to provide event closure information for tag0347.

Manufacturer narrative:
Clinical code: 2448 - paraplegia - event was reported by the site as paraplegia. Impact code: 4614 - surgical injury / illness / impairment: - event was reported by the site as paraplegia, the site confirmed on (B)(6) 2025 that no additional information was available for this event. So, its unknown if there was further medical intervention or if impairment was temporary or permanent. Medical device problem code: 2993 - adverse event without identified device or use problem - event was reported with no device failure/deficiency. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110- four year review was performed for thoraflex hybrid > medical event > paraplegia, occurrence rate was (B)(4). Trend was identified and events were sent to sme for review. 4111 - communication/interviews: site confirmed on (B)(6) 2025 that no additional information was available for this event. Scan review could not be performed as scans were not available for this event. 3331 - analysis of production records: comprehensive batch review was performed no issues were identified. Device was manufactured to specification. 4117 -device not accessible for testing: device remains implanted. Investigation findings: 213 - no device problem found: comprehensive batch review was performed no issues were identified. Device was manufactured to specification. Event was reported with no device failure/deficiency. Investigation conclusion: 4315 - cause not established: the root cause of the event was determined to be no root cause identified, this was due to a lack of information from the site and not being able to perform scan review of the device.